Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h11 corrected fields: h6(investigation findings)

Event description:
It was reported that during inspection by getinge's fse, cardiosave intra-aortic balloon pump (iabp) had drive manifold test failed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was reported that the drive manifold assembly was defective and was replaced. The fse also replaced an expired tidal volume disk, 9 volt battery for the critical alarm board, and o-ring for helium quick disconnect as a part as pm. The unit passed all functional and safety tests then returned unit back to customer.